Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel of the lower extremity. A 6.0 x150, 135cm charger¿ balloon catheter was selected to dilate the lesion. When the balloon was inflated, the balloon was not holding air. It was then noted that the balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the lesion was a chronic total occlusion (cto). The charger balloon was used following atherectomy performed with a non-bsc device.